Event description:
The consumer reported that they had recently lost weight, and within ¿the last few days¿ the implantable neurostimulator (ins) was moving and the lead wires ¿feel taunt.¿ the patient had been lying down in bed and got up when they first noticed this problem. They added that they could feel the wires in their neck being pulled on by the stimulator. When the patient would stand up the ins would ¿[go] down and my wires get real taunt, and I have to prop it up.¿ the consumer stated that if they did not hold the ins up the wires became ¿taunt¿ and sore in their neck. It was added that in the last ¿few days¿ they could ¿taste electricity in [their] tongue.¿ this statement remains unclear. Additional information from the health care provider via a company representative noted that the doctor would be revising the patient¿s ins in four and a half weeks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: movement disorders.

Event description:
Additional information received from the manufacturing representative reported the patient saw their healthcare professional on (B)(6) 2015 and had decided to proceed with trying to live with it. The patient was going to follow-up when she decided what she wanted to do.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# v001355, implanted: (B)(6) 2006, product type: lead; product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3387-40, lot# j0546586v, implanted: (B)(6) 2006, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).